Manufacturer narrative:
G4:16dec2020. B4:17dec2020 . The device was evaluated by the customer who confirmed the reported issue. The customer replaced the power supply and the battery. The unit now functions normally, has been repaired, and passes all calibration tests. No other anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported a ventilator would not turn on under ac (alternating current) or battery power. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.